Manufacturer narrative:
H6: investigation summary: complaint history review: the complaint trends were reviewed for a period covering 12 months and one similar complaint was recorded for catalog number 255504. A trend could not be identified. Batch history record (bhr) review: the batch history record has been checked and no deviation was reported. All release testing was satisfactory and the result of the candida performance testing was excellent. Sample analysis: neither return nor picture samples were provided by the customer for analysis. Retain samples were analyzed for the growth promoting ability of the medium. For performance testing candida albicans atcc 10231 was tested in aerobic atmosphere for 2 days at 35°c to 37°c. The strain resulted in an excellent growth without any deviation. Evaluation results: candida parapsilosis is not a supported qc strain per instruction for use for the product 255504. In addition, this strain is not a release strain during quality release procedure and the product is not validated for cultivation thereof. Analysis of retain samples showed no deviation. Based on the evaluation results this complaint cannot be confirmed. We suggest only to use the supported strains indicated on the instruction for use. Investigation conclusion: according to the instructions for use, bd sabouraud agar with chloramphenicol and cycloheximide, may also be used for the isolation of candida albicans and several other candida species. Some pathogenic fungi may be inhibited by the antimicrobials of this medium. Therefore, bd sabouraud glucose agar should also be inoculated if media containing chloramphenicol and/or cycloheximide are used. Molds (e.g., aspergillus spp.) And a variety of yeast species are often considered nonpathogenic, but may occasionally cause infections, especially in immunocompromized and severely ill patients. Usually, these fungi do not grow on media containing cycloheximide. Therefore, fungal media without this inhibitor must be included. Due to the wide growth temperature range of fungi, it may be necessary to inoculate several plates and incubate them at different temperatures. Consult the test procedure section and appropriate references.5-9 nocardia and actinomyces are filamentous bacteria (not fungi) and, therefore, do not grow on sabouraud media containing bacterial inhibitors like chloramphenicol.

Event description:
It was reported that no growth of candida parapsilosis was observed from patient samples while using bd bbl¿ sabouraud dextrose cc agar slants (with chloramphenicol and cycloheximide). The following information was provided by the initial reporter: bd¿ sabouraud agar with chloramphenicol and cycloheximide, lot 2354395 exp. Date 29.03.2023 with no growth of candida parapsilosis from patients samples.

Event description:
It was reported that no growth of candida parapsilosis was observed from patient samples while using bd bbl¿ sabouraud dextrose cc agar slants (with chloramphenicol and cycloheximide). The following information was provided by the initial reporter: bd¿ sabouraud agar with chloramphenicol and cycloheximide, lot 2354395 exp. Date 29.03.2023 with no growth of candida parapsilosis from patients samples.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Medical device brand name: bd bbl¿ sabouraud dextrose cc agar slants (with chloramphenicol and cycloheximide).